Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the right coronary artery. Using an unspecified 5f guide catheter, the physician advanced the 38mm x 2.75mm ion stent delivery system (sds) to the target lesion. However the sds was unable to cross the lesion. The device was successfully removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's current status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: received product consisted of a taxus element/ion over the wire stent delivery system and stent. The balloon was tightly folded with the stent positioned between the markerbands. There were three stent struts stretched distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Because the device was reportedly used in combination with an incompatible guide catheter, which may have contributed to the confirmed stent damage, the root cause classification is user related. (B)(4).